Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 57 mg/dl on performa meter (system 1) and 160 mg/dl on performa meter (system 2). The same lot of strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.